Event description:
Healthcare provider (hcp) called and presented the same information from this case. Hcp noted that an mdt rep named came on (B)(6) 2024 and confirmed the ins was 'dead'. The caller presumes the ins has not been charged since at least (B)(6) and presumably before that as well. Suspected overdischarge. The pt has lost their controller and doesn't use system. The pt needs head scan for evaluation of possible stroke. Agent reviewed head-only guidelines and verbiage that a depleted device is considered off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Reviewed MRI guidelines. Caller is assuming ins is dead since it is around 9 yrs and then asked how they could determine if ins battery is dead. Reviewed using a patient programmer or clinician device. Caller stated ins has been dead for a couple of years and patient hasn't been using it. Caller stated rep just came and checked ins and tried several times to connect, which was unsuccessful. Reviewed head-only guidelines and verbiage that a depleted device is considered off.